Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the evaluation of the returned sample it could be confirmed that the stent was not deployed. The delivery system was found to be detached from the delivery shaft. This resulted in the impossibility of a successful stent deployment by using the trigger and the slide method. No indication was found that a manufacturing related issue may have caused the reported problem. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Based on the evaluation of the returned sample a detached delivery system of the delivery shaft was confirmed leading to the impossibility of a successful stent deployment by using the trigger or slide method. The detachment of this kind may be caused by rough handling of the device during shipping or improper storage. The delivery system may also become detached during preparation (e.g. During flushing of the system). Furthermore, the reported failure to deploy may be caused by not removing the conversion tab as described in the IFU to correctly use the conventional deployment method. On the basis of the available information and the evaluation of the returned sample, a definite root cause for the reported issue could not be determined. The IFU states: ¿visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.¿ regarding using the convention method the IFU states that ¿the conventional method¿ requires the user to remove the white conversion tab before snapping the catheter out of the performaxx grip. The stent can then be deployed by using the conventional ¿pin & pull-back¿ technique by pulling back the t-luer adapter. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that the vascular stent could not be deployed during a stent placement procedure for treatment of a common iliac artery stenosis via femoral artery access. Another device was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details. PMA 510(k): although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that the vascular stent could not be deployed during a stent placement procedure for treatment of a common iliac artery stenosis via femoral artery access. Another device was used to complete the procedure successfully. There was no reported patient injury.